Manufacturer narrative:
Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2201011, no deviations or nonconformities were identified during the manufacturing process that could have contributed to the reported problem. Retained samples from the same lot were used for further evaluation, no damage or other defects were observed on any of the injectors and no breakage of the safety sleeve or exposure of the injector needle occurred. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. Test results from the reported batch were reviewed and all product was found to meet the required specifications. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ luer-lock injector needle came out of the tip. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is as follows: when disengaging (B)(4) from the spike set, the hcp found the injector needle coming out of the injector tip.